Manufacturer narrative:
H3: ge healthcare's (gehc) investigation has been completed. The mr system was evaluated and confirmed to be operating within specifications (per iec 60601-2-33 2nd edition clause 51.103 protection against excessive radio frequency energy and 3rd edition clause - 201.12.4.103 protection against excessive radio frequency energy). All safety mitigating devices were fully functional. Based on the information provided, the patient had a metallic foreign object in their hand while mr imaging was performed. The root cause of the injury was determined to be failure to screen for mr unsafe/conditional conductive material. The operator documentation provides appropriate information regarding patient screening and contraindications for use. The operator is responsible for postponing mr examination until proper screening can be done. No further actions are planned by gehc.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. E: initial reporter information not entered as it is the patient. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that during mr examination of the upper ext non-jt right w/wo contrast, a patient sustained a full-thickness burn to the right second digit. It is reported the injury resulted in auto-amputation of the affected digit.